Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The programmer booted up normally, no system errors were found, and there was no physical damage.

Event description:
It was reported the programmer won't boot up all the way. The programmer gets stuck on the start-up screen. No patient involvement or complications were reported.